Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a eprd detail reports was received which includes safety related data on depuy orthopädie gmbh - cmw®-knochenzement and depuy orthopädie gmbh - smartset®-knochenzement. Cmw cement cmw cement was noted to be involved in 531 primary procedures, 59 revisions was noted via the registry (below). Part number 3325020 (cmw 2mit gentamicin, 20 g) 552 primaries with 57 revisions. Part number 3325040 (cmw 2mit gentamicin, 40 g) 2 primaries with 1 revision. Part number 3335020 (cmw 3mit gentamicin, 20 g) 2 primaries with 1 revision. Part number 3335040 (cmw 3mit gentamicin, 400 g) 5 primaries with 0 revisions. Noted reasons for revision are infection, dislocation, loosening, and unknown/other reason. Products implanted with cmw cement are unknown except there as one revision involving attune (tray, insert, and femoral component) for infection. Smartset cement smartset cement was noted to be involved in 12,274 primary procedures. 574 revisions were noted via the registry (below). Part number 3095020 (smartset ghv, 20 g) 3816 primaries with 149 revisions. Part number 3095040 (smartset ghv, 40 g) 6867 primaries with 297 revisions. Part number 8195060 (smartset cemvac and smartset gentamicin 60g) 1283 primaries with 91 revisions. Part number 8195080 (smartset cemvac and smartset gentamicin 80g) 308 primaries with 37 revisions. Noted reasons for revision are infection, dislocation, periprosthetic fracture, aseptic loosening, wear, and unknown/other reason. Products implanted with smartset cement are unknown except the below information provided. 114 revisions involving sigma/mbt (tray, insert, and femoral component) - 34 for infection, 4 for dislocation, 5 for fracture (unknown location), 2 for malpositioning/malalignment, 14 for aseptic loosening (unknown device or interface), 4 for wear, and 51 for unknown/other reason. 27 revisions involving sigma hp partial (tray, insert, and femoral component) - 2 for infection, 3 for aseptic loosening (unknown device or interface), 1 for wear, and 21 for unknown/other reason. 8 revisions involving pinnacle cup (cup and insert) - 1 for infection, 1 for bone fracture, 1 for aseptic loosening of unk cemented stem, and 6 for unknown/other reason. No mention of femoral stem/head involved. 3 revisions involving corail cemented stem (stem and femoral head) - 1 for infection and 2 for aspectic loosening (unknown interface). No mention of acetabular liner/acetabular cup involved. 2 revisions involving corail and self centering head - 1 for dislocation and 1 for other/unknown.